Manufacturer narrative:
Per the tandem user guide: always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw multiple air bubbles in the infusion set tubing. The customer's blood glucose (bg) level was 400-600 mg/dl and a correction bolus was delivered to address the high bg. The customer was not aware that the air had to be manually removed out the cartridge prior to filling it with insulin. The customer removed the air.